Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. The customer was able to resolve the alarm but unable to rewind insulin pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Retainer = black. Device was received with a pump error 43 alarm during rewind. Device passed the self test however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 43 alarms. The force sensor zero offset is within specification. Successfully downloaded the trace/history files using thus. A review of the downloaded files shows pump error 38 alarm [june 27, 2021 at 7:53 pm], pump error 39 alarms [june 27, 2021 at 7:56 and 7:58 pm], 12 pump error 43 alarms on the event day [june 27 2021 between 7:59 and 8:12 pm] and 3 pump error 53 alarms. A test motor and force sensor was swapped out and rewind functioned properly without any insulin pump errors or alarms. Pump error 38 alarm, pump error 39 alarms, pump error 43 alarms are isolated to the motor/force sensor and pump error 53 alarms are due to a software error. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, keypad assembly, or force sensor during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. Device was received with scratched case, stained keypad overlay, and pillowing keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.